Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j11187r13, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
On 2015-09-12, information was received from a healthcare provider (hcp via a company representative regarding a (B)(6), female patient who was receiving fentanyl (dose and concentration unknown) via an implantable pump for non-malignant pain and other chronic/intract pain (trunk/limbs). On an unknown date, the patient experienced the pump eroding through the skin and a pocket infection was confirmed. On (B)(6) 2015 a revision was performed. Additional information has been requested regarding diagnostics and the event's outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.